Manufacturer narrative:
Qn#(B)(4). The customer returned one hemodialysis catheter for evaluation. Visual inspection of the sample confirmed the crack in the molding seam. A device history record review was performed and no relevant findings were found. The complaint of a damaged compression cap was confirmed by complaint investigation. The cap had a crack along its molding seam. The cap is a purchased component indicating the probable cause is supplier related. A non-conformance was created to address the issue with this device.

Event description:
It was reported that the patient had a catheter inserted (r subclavian) on (B)(6) 2020. The patient was discharged on (B)(6) 2020 and returned on (B)(6) 2020 complaining of bloodstain on the dressing. On investigation the nursing staff discovered the crack on the catheter. The device was replaced.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a crack in the compression cap. A probable cause of the crack cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided within this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage." The probable cause of the damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient had a catheter inserted (r subclavian) on (B)(6) 2020. The patient was discharged on (B)(6) 2020 and returned on (B)(6) 2020 complaining of bloodstain on the dressing. On investigation the nursing staff discovered the crack on the catheter. The device was replaced.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation.

Event description:
It was reported that the patient had a catheter inserted (r subclavian) on (B)(6) 2020. The patient was discharged on (B)(6) 2020 and returned on (B)(6) 2020 complaining of bloodstain on the dressing. On investigation the nursing staff discovered the crack on the catheter. The device was replaced.